Event description:
It was reported that the instrument was used during a lower anterior resection. It was reported that the handle wouldn't sequeeze through its complete firing cycle. After checking the anastomosis, there were many unformed staples leading to incomplete staple formation. The case was completed using the same kind of device. It was reported that the or time was extended.